Event description:
It was reported that the patient during clinical follow-up for high right ventricular pacing impedance. Interrogation noted that the right ventricular lead also exhibited high capture threshold. No interventions were performed. The patient was in stable condition.